Event description:
A report was retrieved from health canada medical device incidents database regarding issues involving no health consequences or impact, insufficient information, connection problem, battery problem, insufficient information, device not returned, no findings available cause not established. There is no information on patient involvement and patient impact.

Manufacturer narrative:
The actual date of event is unknown. The root cause for the reported issue of pump issue due to battery problem was not determined. The reported issue that there was pump issue due to battery problem could not be confirmed. No further investigation of this event is possible at this time, and no patient harm was reported. Device was not returned to manufacturing facility.

Event description:
A report was retrieved from health canada medical device incidents database regarding issues involving no health consequences or impact, insufficient information, connection problem, battery problem, insufficient information, device not returned, no findings available cause not established. There is no information on patient involvement and patient impact.